Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context related to interaction with the forceps used during the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 7f sheath hole prior to transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the sutures of two prostyle devices were successfully pre-placed in the 10 o¿clock and 14 o¿clock positions. When pulling the blue suture of the prostyle placed at the 10 o'clock position with forceps, a suture break occurred. The sutures of another prostyle device were pre-placed in the 11 o'clock position. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.